Manufacturer narrative:
The first sequence of digits in the manufacturer report number associated with this event was inadvertently submitted as "0002916596" (fei-based). The correct first sequence of digits should be "2916596" (cfn-based). Section h7: "replace" was inadvertently checked in previous report and is not applicable for this event. Manufacturer's investigation conclusion: the reported event of a broken pin in the white power lead connector was not confirmed. The system controller (B)(6) was not returned for analysis. Multiple good faith efforts were sent to request information regarding the product return; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii instructions for use section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (B)(6) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 02may2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's white power cable pin broke and got stuck in the battery clip. The patient was stable. No vad alarms were reported. On the same day the patient's primary controller was exchanged to their backup controller without any incidents. The patient was also provided with 1 set of new battery clips. The patient returned to their assisted living facility after the controller exchange.